Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while taking radial, they pulled it back into the housing and as they were doing it, the black film on the bisector peeled off and the bisector bent when trying to bring it out of the field. It was then bent and unusable and had to get out. They opened a new kit and had no problems after that. No procedural delay. No harm or risk of harm to patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 10/06/2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the jaws and heater wire of the harvesting device. The c-ring was observed to be intact with no visual defects. The clear silicone insulation of the jaws as well as the heater wire were observed to be intact with no visual defects. A microscopic inspection was conducted. The black shaft was observed to be peeling and degrading from the base of the jaws, exposing the inner contents of the shaft. The shaft was also observed to be slightly bent at the tip. Based on the returned condition of the device and the investigation results, the reported failures "peeled; shaft" and "material twisted/ bent; shaft" were confirmed. The lot # 3000261667 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.